Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2011-00546.

Event description:
The customer called to report several low reservoir alarms. The customer also reported exposing the insulin pump to x-rays and MRI scans. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer also noticed insulin leaking from the reservoir. Advised that the insulin pump would be replaced.